Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units display hinge is broken.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected field: e3. Additional contact information: (B)(6). On jun-3-2024, occupation of the initial reporter (biomedical engineer) was received through so. A getinge field service engineer evaluated verified multiple cracked and damaged plastic and metal pieces on upper display. Also, found that safety disk, tidal volume disk, and 9v battery were expired. Replaced upper monitor bezel, bracket, hinges, screws, labels, screw plugs. Replaced safety disk, tidal volume disk, and 9v battery. Performed functional check, and safety test, then returned unit to clinical service. Left 2 new doppler probes with customer for potential future use.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) units display hinge is broken. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.